Manufacturer narrative:
Report number 1038671-2024-02432 d10 concomitant devices: (B)(6) 204-04-32 - trapezoid tibial tray sz 3f/2t (B)(6) 204-34-08 - fluted stem extension 80l x 14 mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27 (B)(6) 203-96-41 - (11-3974) stryker sys 6 90x13x1.27 (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02432. The reason for the revision reported in case-(B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may have been the result of failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 117 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolysis, failure of implant. Revision surgery operative notes were provided. No further issues or complications were reported. No additional information is available.